Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker recorded a code 1003, indicating the voltage is too low for the projected remaining capacity. Data analysis identified potential high impedance within the battery. It was also mentioned that the expected longevity decreased from two and a half years to two years over the course of seven days. Continued monitoring was recommended. This device remains in service. No adverse patient effects were reported.